Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there a multiple days of missing bolus records from the pump history. The patient reports that they are blousing. The time and date settings were confirmed to be correct. The bolus history shows boluses recorded on (B)(6) and (B)(6), but no boluses recorded until (B)(6). The patient's daily blood glucose average has reportedly been 344mg/dl, but on days where boluses are recorded the blood glucose levels have been between 52 and 117mg/dl. There are no reported blood glucose excursions which meet animas criteria for an adverse event. This report is being made based on the allegation that there are bolus records missing from the pump history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/24/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2012 with the following findings: a review of the bolus history indicated that bolus deliveries in the bolus history match bolus deliveries in the black box from (B)(6) 2012; the black box data prior to (B)(6) 2012 has been overwritten due to continued pump use. A normal bolus and an audio bolus were performed successfully during testing and both were accurately recorded in the pump history. The pump was paired with a test meter remote, and a bolus was delivered successfully from the meter remote and recorded accurately in the pump history. There was no evidence of stuck or hypersensitive keys found during testing. There was no defect found with the history on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.